Manufacturer narrative:
The device has not been returned for evaluation. Medical records have been provided and reviewed. The investigation is confirmed for perforation of the ivc and inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from one source. The malposition of device and patient device interaction problem involved one patient with no patient consequence. The patient was (B)(6) years old and the weight was not provided. The reported patient was male.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device has not been returned for evaluation. Medical records have been provided and reviewed. The investigation is confirmed for perforation of the ivc and inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3, h6(method) h11: b5, g1, h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of device and perforation. This information was received from one source. This malfunction involved one patient with no consequences. A 65 year old male patient weight was not provided.